Event description:
A customer reported experiencing alarm 2 followed by alarm 26, indicating occlusion events, although the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl or trigger a "high" reading on the cgm. The occlusion events were resolved by the customer by changing the infusion set and cartridge before resuming insulin use. The customer experienced similar issues previously but declined further assistance. Cts decided to close the case.